Event description:
It was reported that during a robotic hysterectomy procedure, the trocar was leaking. They were using a 12mm device and then they switched to a 5mm device and the seal was leaking. Another trocar was used to complete the case with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.